Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. The reported lot number, srl-1 j046, could not be validated with the reported part number. Other number¿UDI: (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Reporting facility phone number is (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that surgery to treat subtrochanteric femoral fractures on (B)(6) 2017 with an unknown trochanteric fixation nail advanced (tfna) long nail 125°10mm 320mm system, the drill bit interfered with the nail. It was alleged that the surelock aiming arm for antegrade femoral nails and surelock connector may have caused the misalignment issue that resulted in the drill interfering with the nail. The surgery was delayed 20 minutes due to the reported event. The surgeon completed the procedure using a radiolucent instrument. There was no harm to the patient. Concomitant parts: nail (part# unknown / lot# unknown / quantity 1), drill (part# unknown / lot# unknown / quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturer corrected to synthes (B)(4) device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.